Manufacturer narrative:
Section b2 - the selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that pyxis medstation es system had fridge jammed and cannot be opened. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary had fridge jammed and cannot be opened. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, g1, g2, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the refrigerator jammed. A field service engineer resolved the issue, but no resolution was provided on how the issue was resolved. The system functioned as intended after the field service engineer resolved the issue.